Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the drill bit ø2 w/double marking l140/115 3 (part# 323.062, lot# 37p2512 qty# 1) was returned and received at us cq. Upon visual inspection, it is observed that the fluted tip of the drill bit has broken off. The broken tip was also returned with the device. No other issues were found with the device. The deformed complaint condition cannot be confirmed for this device. The complaint is being confirmed for the drill bit ø2 w/double marking l140/115 3 (part# 323.062, lot# 37p2512 ). A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 323.062 lot: 37p2512 manufacturing site: bettlach release to warehouse date: 27 january 2020 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.,part: 323.062 device history review was performed for the finished device lot number, and no non-conformances were identified.,device history review was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the device was not returned. A photo-investigation was performed on the images upon inspecting all the images provided under notes & attachments section, we are not able to identify the drill bit ø2 w/double marking l140/115 3 mentioned in the question, hence we can't confirm the allegation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition can't be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot : part: 323.062, lot: 37p2512, manufacturing site: bettlach, release to warehouse date: 27 january 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device history review was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent for a surgery. During the surgery, the drill was split, and head of the screw was damaged. The surgery was completed without complication. The patient outcome was unknown. This complaint involves three (3) devices. This report is for (1) 2.0mm drill bit with depth mark/qc/140mm. This report is 1 of 1 for (B)(4).